Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The caller reported a no delivery alarm during the manual prime. Troubleshooting was performed, and the issue was resolved. However, the caller stated that the customer had been hospitalized in april due to low blood glucose levels. The caller stated that the customer's blood glucose was too low for the glucometer to detect. It was stated that the customer accidentally primed the insulin pump while he was connected, and received the entire amount of insulin in the reservoir. The paramedics arrived, and treated the customer with glucagon before taking him to the hospital. Nothing further was reported.